Event description:
It was reported that during an attempt by a surgeon to remove the lumens of a tesio catheter, the lumens broke. Further neck exploration revealed complete adhesion of both tesio catheters into the wall of the internal jugular vein. The catheters were left in place and the jugular vein was sewn over them. The catheters had been implanted approximately 2 1/2 years ago.